Manufacturer narrative:
Visual, dimensional, and functional analysis could not be performed because the device was not returned. A device history review could not be performed because the device associated with this event was not returned and the device lot number was not provided. A root cause could not be determined conclusively. Multiple attempts were made requesting return of the device as well as to obtain the additional information. Additional information was not made available and the device was not returned.

Event description:
It was reported that a vlift inside shaft fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.

Event description:
It was reported that a vlift inside shaft fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.